Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a brain magnetic resonance imaging (MRI) and the defib portion was turned off. The health care professional (hcp) was not clear whether it was permanently disabled or just for MRI. Additional information from the health care professional (hcp) indicated that the patient was put into magnetic resonance imaging (MRI) mode and was then returned back to monitor plus therapy following the procedure. Furthermore, the device was not turned off permanently. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a brain magnetic resonance imaging (MRI) and the defib portion was turned off. The health care professional (hcp) was not clear whether it was permanently disabled or just for MRI. The device remains in service. No adverse patient effects were reported.